Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer stated that she was hospitalized for diabetic ketoacidosis. The reported blood glucose reading at the time of the call was 328 mg/dl. The customer stated that she felt dizzy and was vomiting prior to the event. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump alarmed no delivery multiple times during the prime test. Nothing further was reported.